Manufacturer narrative:
No sample or confirmed lot number has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported that multiple knives were noted to be blunt during separate surgeries. An alternate knife was obtained in order to complete each procedure. There was no impact to any patient. Additional information has been requested.

Manufacturer narrative:
As no sample has been returned to manufacturing for evaluation, the condition of the product could not be verified. The absolute lot number could not be confirmed for this report however, a review of the related device history records for two possible lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are (B)(4) additional complaints associated with the possible lots for the reported issue. Because a sample was not returned and the device history record review of both possible lot numbers indicates that the product was processed and released according to the manufacturer's acceptance criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).